Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 75 year old male patient with another manufacturer's stent-graft already placed on the access route, had a thoraric aortic aneurysm and was treated with two stent-grafts. First, a (B)(4) was placed. Then the physician had planned to use the superficial femoral artery to place a (B)(4) (complaint device) in zone 4 with its distal end placed immediately above celiac trunk. However, the complaint device could not proceed above the common iliac artery. The complaint device was replaced with a (B)(4) and the procedure was completed. No adverse effects to the patient was reported. No product was returned and no informations about patient anatomy was given. No imaging was provided. An exact cause of the event cannot be determined based on the provided information. The complaint of being unable to advance the device is confirmed based on the reported information. Preprocedural imaging or sizing information was not provided for the investigation, and it has not been possible to determine whether device sizing was within recommended sizing guidelines. Nothing indicates that the IFU was not followed as the IFU recommends: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels. No evidence to suggest the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: though another manufacturer¿s stent graft was already placed on the access route, the physician judged that the device could pass through the access route. After zta-p-34-209-w1 (lot: e3742641) was placed, the physician planned to place the complaint device zta-p-44-233-w1 from sfa to z4 with making its distal end place immediately above celiac trunk. However, the complaint device could not proceed above cia possibly due to the size of its sheath. Then, the physician changed a plan of distal landing zone and substituted zta-p-38-217-w1 (lot: e3760504) for the complaint device. The procedure was completed, and no endoleaks occurred after it. Patient outcome: no adverse effects to the patient.